Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined. Additionally, a direct correlation between the device and the reported aortic insufficiency could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline severed at the pump-end bend relief, approximately 2¿ from the pump housing, and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The flex section was partially cut medially. The outlet elbow was returned attached to the pump¿s outlet port. Approximately 1¿ of the outlet graft was returned detached from the outlet elbow. The outflow graft bend relief and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a test distal end driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook, rev. D are currently available. The IFU lists potential adverse events, including infection, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. Document fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Visual inspection revealed tissue growth that extended over the proximal edge of the inlet tube. This tissue growth did not appear to have obstructed blood flow while the pump was supporting the patient.

Event description:
It was reported that the patient was transplanted due to infection after ventricular assist device (vad) and aortic valve dysfunction. Transplantation was possible with conventional anastomosis, with an ischemic time of 155 minutes. The pump was found to be full and was thought to be the cause of bacteremia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.